Event description:
It was reported by a registered nurse that a saline bag refilled during recirculation. There was no patient connected to the machine when the issue occurred. The reported believes bio med changed the air separator valve.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilled with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending and a supplemental MDR wil be filed at the completion of the investigation. See related medical device reports: 2937457-2013-00600, 601, 602, 603.